Event description:
It was reported that the user experienced persistent high blood glucose despite the ilet delivering insulin per the bionic report, without alarms for delivery issues, and after a recent supply change including tubing replacement and site change using a 23" infusion set. Symptoms included hyperglycemia. Outcomes included user-led troubleshooting and continued use of the device after site and tubing change with monitoring advised. Investigation included review of use data by the support agent and guided troubleshooting focused on infusion set integrity and tubing replacement. Investigation of this case revealed no evidence of occlusion alarms, no bent cannula upon site removal, and an unclear cause for the elevated glucose given insulin delivery was recorded and the site did not appear to leak. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.